Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and stopped working as it went totally dead. The blood glucose level of the customer was 112 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. Insulin pump received with moisture damage on electronic board stack, corroded motor home switch and moisture damage on force sensor resistance. Insulin pump received with cracked battery tube threads and cracked lcd window.